Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that unspecified black foreign matter came out from the instrument channel of the subject device. And also black foreign matter adhered to a brush. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have been returned to omsc for evaluation. The reported foreign matter was confirmed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The foreign matter adhering to the cleaning brush is thought to be a mixture of silicone and calcium stearate. Silicone may have come from if chemicals, oils, grease, etc. Were used nearby. Calcium stearate may have come from the lubricants used nearby. If additional information becomes available, this report will be supplemented.